Event description:
It was reported that balloon rupture occurred. The patient presented for arteriovenous graft (avg) angioplasty. The 60-70% stenosed target lesion was located in the non-tortuous and non-calcified vessel in the left upper limb. A 7.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with another mustang balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 7.0 x 150, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 6mm distal of the distal markerband and extending approximately 65mm proximally across the balloon material. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented for arteriovenous graft (avg) angioplasty. The 60-70% stenosed target lesion was located in the non-tortuous and non-calcified vessel in the left upper limb. A 7.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed intact from the patient and the procedure was completed with another mustang balloon. No patient complications were reported.